Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).   Patient weight: unknown / not provided. Last name: unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that the fixture mount got cold welded on, couldn't get off during surgery. Osteotomy was too tight even though used largest drill for a 4.7mm implant. Sized up osteotomy and placed a zimmer 6.0 x 10 mm. Tooth location # 30.

Manufacturer narrative:
Imp,tsv,4.7,10,mtx,mg (tsvtwb10) were returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported second event (does not disengage/release) verified the mount easily disengaged as intended. A pre-existing condition noted on the per was moderate bone density (type ii). The reported devices were located on tooth # 30 (universal) and were placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1251745). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1251745) for similar events and one (1) other complaint was identified (B)(4). June post market trending was reviewed and there were no actionable events or corrective actions for the reported events (does not disengage/release & unable to place implant into osteotomy) or product (tsvtwb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event does not disengage/release was unconfirmed. The following sections have been updated: g6: checked "follow-up" h2: checked follow-up type. H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.